Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pt booked for revision surgery because of broken rods at l3/4 in a t3-pelvis posterior spinal fusion. The original surgery was (B)(6) 2015. The reason for the breakage is not clear. Surgeon removed the set screws, rods, lateral connectors and screws, at t3,4,5, s1 and pelvis on the r) and l) side. He then inserted new screws, rods, lateral connectors and set screws at these levels. He joined the rods from the proximal end of the construct to the new rods (distally) with axial connectors. He also noted that he felt that the di set screws (179722000) that were used in the pelvic screws to secure the lateral connectors, had experienced "motion" because the thread was partially out of the head of the screw. He said that this appears to be a common presentation when he has had the need to do a revision when there are lateral connectors involved. X-ray, MRI and CT scans, and a picture of removed implants are available. This case is not being reported by the customer, but jjm employee. All available information has been provided as part of this report; no further information will be forthcoming.